Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during post-dilatation, the nc voyager balloon ruptured at 18 atm at the second inflation. It was replaced with another company's balloon catheter to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the catheter was inflated multiple times and used to post dilate two implanted stents, which may have contributed to the reported balloon rupture. However, a conclusive cause for the reported balloon rupture cannot be determined. In this case, although there is no indication of a product quality deficiency, a conclusive cause for the reported balloon rupture could not be determined.